Event description:
Concomitant device reported: unk - locking screw: trauma (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: on the received picture there is a broken plate from the fn system visible. Based on the information it was cut off to remove the screw. In addition, one bolt, one antirotation-screw all intact and one locking screw (green) which shows a damaged screw head are visible. Additionally, an unknown screw (which does not belong to this system) is on the picture. The statement in the note that the screw was stuck in the plate cannot be confirmed according to the picture. The complaint is rated as confirmed as the plate is broken. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent revision surgery for femoral plate removal. It was reported that the revision surgery was performed because the patient preferred the implants be removed after healing the bone. During the procedure, the screw was stuck in the plate so the surgeon cut the plate off to remove the screw. Fragments were generated and easily removed without additional intervention. The procedure was successfully completed. There is no further information available. Concomitant device reported: unk - screws: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 2 of 2 for (B)(4).